Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) numbers: k011028, k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #4 was removed due to bone loss and infection.